Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 devices were received for evaluation. 2 events were not duplicated; however, the devices were found to be outside of specifications. 2 devices were found to have corrosion. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device overheated. 1 reported event had no patient involvement; no patient impact. 1 reported event had patient involvement with no patient impact.